Event description:
A caller reported that a malfunction occurred with the pump, but no notable events had happened prior to the malfunction. The issue did not cause the customer's blood glucose level to exceed 500 mg/dl, indicating no adverse impact on their blood glucose level. Technical support provided instructions to reset the pump, assisted the caller, and after resetting, the malfunction code did not recur. The customer was told they could continue to use the pump and to call back if the malfunction happened again, which the caller understood and acknowledged.